Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician experienced difficulties placing the right ventricular (rv) lead due to patient anatomy. After multiple repositions due to low sensing, the rv lead became stuck within the patient, causing the physician to pull the lead out of the patient. The physician stated that the helix "spontaneously came out during positioning". The rv lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.